Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician discovered that the pacemaker had no pacing output to restore a normal heartbeat; it would pace only through the programmer. The device was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing problem anomaly was not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.